Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 500 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programed correctly. The prime and high pressure tests passed. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer has scar tissue at the infusion sites. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.